Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The needle pulled off from the suture during tissue passage. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Three opened samples were received for evaluation. The first sample is a folder with completely wound suture and a loose separate needle. During visual inspection of this needle a both-sided crack in the needle swaging area was detected. The second sample is a folder with completely wound suture with a missing needle. The third sample is an empty folder. During visual inspection of sterile representative samples, nine needles were found with cracks in the swaging area.